Manufacturer narrative:
All of the buttons functioned properly and no button error alarm, moisture damage to the keypad traces or unlocked keypad connector was noted. The insulin pump had a cracked case at the display window corner.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer reported dropping the insulin pump into the pool prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.